Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during pd therapy as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2021 following nausea, vomiting and abdominal discomfort during a ccpd treatment while staying in a hotel. Peritoneal effluent fluid cultures taken on (B)(6) 2021 in the ed presented with klebsiella pneumoniae and a white blood cell (wbc) count of greater than 6000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler while staying in a hotel during vacation. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration unknown). The patient was released from the ed on the same day with no hospital admission. The patient presented to the outpatient clinic on (B)(6) 2021 for a follow up. An additional wbc count was taken in the outpatient clinic on (B)(6) 2021 which presented with 971/mm3. The patient¿s antibiotic prescription was updated to ip vancomycin at 1750 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis, the associated symptoms and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2021 following nausea, vomiting and abdominal discomfort during a ccpd treatment while staying in a hotel. Peritoneal effluent fluid cultures taken on (B)(6) 2021 in the ed presented with klebsiella pneumoniae and a white blood cell (wbc) count of greater than 6000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler while staying in a hotel during vacation. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration unknown). The patient was released from the ed on the same day with no hospital admission. The patient presented to the outpatient clinic on (B)(6) 2021 for a follow up. An additional wbc count was taken in the outpatient clinic on (B)(6) 2021 which presented with 971/mm3. The patient¿s antibiotic prescription was updated to ip vancomycin at 1750 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis, the associated symptoms and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.